Manufacturer narrative:
Inspection of the returned catheter showed an area of damage with a rupture of the outer wall of the drug lumen proximal of the proximal marker band. A definitive root cause could not be identified, but this appears to be use-related event. Manufacturing records were reviewed and all applicable procedures were followed and appropriate quality inspection were performed prior to release of the catheter. Detailed process review was conducted as part of the investigation. There was no impact to the patient.

Event description:
After 14.5 hours of therapy in a bilateral pe case, the customer reported an all msd disabled alarm. They were unable to start ultrasound, but the patient to receive thrombolytic infusions through the catheter. The patient completed thrombolytic therapy and went home from the hospital with no issues. No patient harm was reported. The catheter in question was returned for evaluation. Upon evaluation it was found that the outer wall of the drug lumen had ruptured with an area of damage proximal of the proximal marker band.